Event description:
In (B)(6) 2010, the patient presented to the surgeon who diagnosed degenerative thoracic spine and recommended fusion t4-t6. On (B)(6) 2010, the patient underwent t4-6 fusion to treat degenerative thoracic spine. Soon after surgery, the patient developed severe nerve pain throughout the thoracic region. Approximately 1-2 weeks post-op, the patient experienced intense pain, like an electrical shock. The patient presented to the surgeon who diagnosed that the screws on the right side were probably aggravating the nerve. The surgeon recommended a revision surgery to remove the right side hardware. In (B)(6) 2010, the patient underwent revision surgery to remove hardware. Post-op the patient continued to have pain plus a new nerve pain. The patient underwent pain management. The patient has developed high stress, canker sores, a weakened immune system, numerous colds, and vomiting. In (B)(6) 2012, the patient began to endure long episodes of pain that caused vaso-vagalsyncope. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
Immediately following the second surgery, patient continued to have severe back pain and the continued nerve pain from the first surgery. The patient's pain had increased and continued to the point of being unbearable and affecting all aspects of her daily living.